Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. On (B)(6) 2020, the patient noticed their skin was red, itchy, had bumps and described them as ¿burning¿ her skin off and has left multiple scars. The patient stated the reaction resulted in white, rough scar tissue and were from reactions that were like ¿chemical burns¿ with blisters and oozing. The following skin barriers, skin tac, skin prep, IV 3000, dexcom patch overlay were tried but were ineffective; however, hydroseal has been the most effective. The patient consulted an hcp who recommended otc hydrocortisone cream. No additional patient or event information is available.